Event description:
It was reported by service report that there were cracked head cover parts, left side frame rail, cracked spacers, leaking gatch assembly, and the latch assembly was broken. It as further reported the frame weldment got bent while the siderail repairs were being made. There was no patient involvement. It is unknown if there are any adverse consequences to report.